Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The rotawire was kinked and was received inside the rotablator device. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. There was blood in the sheath, advancer, burr, and outside of the burr. The sheath was detached/tore from underneath the strain relief. The separation appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. An attempt to remove the rotawire from the rotablator was made; however, the rotawire was unable to be removed from the burr. The rotablator units were detached and the rotawire was able to be removed from the advancer. The rotawire and burr catheter were soaked in a warm water bath; however, the devices were still unable to be separated. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02385. It was reported that the burr became stuck on the wire. The target lesion was located in the moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink® plus and rotawire¿ were selected for use. During the procedure, the burr made several passes across the stenos segment of the target lesion without any issues. After the procedure was completed, while removing the burr off the wire, it was noticed that the burr was stuck on the wire. The physician removed the burr and the wire as a unit. The procedure was completed with these devices. No patient complications reported and patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02385. It was reported that the burr became stuck on the wire. The target lesion was located in the moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink® plus and rotawire¿ were selected for use. During the procedure, the burr made several passes across the stenos segment of the target lesion without any issues. After the procedure was completed, while removing the burr off the wire, it was noticed that the burr was stuck on the wire. The physician removed the burr and the wire as a unit. The procedure was completed with these devices. No patient complications reported and patient's status was fine.